Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A patient was scanned for an MRI examination. The patient reported two months after the examination to have sustained reddening on the right side of the abdomen with a circumference of approximately 40 cm, with three blisters.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. The cause of the injury is expected to be caused by skin-to-bore wall contact, as it was stated no padding was used between the patient and the bore wall, and it was difficult to position the patient due to the size of the patient. Further contributing factors observed are: 3 scans on high sar and a total administered specific energy dose (sed) of 6.5 kj/kg. The patient was obese. The thermoregulation of obese patients is known to be impaired. The patient was covered with a sheet/blanket. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.